Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (b)6) 2022. The patient developed itching, a rash, redness, and dry skin extending beyond the patch perimeter. The patient went to the emergency room (ER) on (B)(6) 2022, to have the reaction site checked because she had the rash and was itchy from head to toe. The healthcare personnel (hcp) prescribed benadryl and hydrocortisone topical cream for the area. At the time of the report, the patient stated she will follow up with her physician to have the site checked again as the reaction was still itchy. No additional patient or event information is available.